Event description:
A malfunction alarm code malf 0 was reported. Blood glucose level did not exceed 500 mg/dl and was within normal range. Customer was assisted by technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report back if any issues reoccur.